Event description:
The pt was brought to the hosp for a repositioning of a posterior chamber lens implant to the right eye. On 4/21/00, the surgeon attempted to reposition the lens, however, the surgeon removed the lens instead, and implanted another lens. The surgeon felt that the lens may have had a defect.